Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient's patient controller could not connect to their implantable pulse generator. Patient may have to undergo surgery to correct this issue. Patient is stable.

Event description:
Additional information found the patients ipg was explanted and replaced on (B)(6) 2020 to resolve the issue.